Event description:
The patient stated that the wrong medication was put in his pump. This caused him to fall a lot and eventually he ended up in the ICU. The patient fell in 2007 and since then, the patient was currently at home and his status was "good". The type of medication being delivered via the pump was not reported.

Manufacturer narrative:
.